Event description:
It was reported that the demo 9800 system workstation will not boot. There was no report of patient injury.

Manufacturer narrative:
A ge representative performed the investigation. The malfunction was verified. Replaced the hard drive and missing software. The system was tested and found to be working as intended and placed back into service.